Manufacturer narrative:
(B)(4). Concomitant medical products: 65620005422 shell porous with cluster holes 54 mm o.d. With calcicoat ceramic coating 62793084, 01.00551.207 fitmore hip stem b size 7 2660195, 14.32.06-20 cocr head 32/0 med 12/14 2788113. Reported event was confirmed by review of the provided op notes. Radiographic review states right hip acetabular cup lateral angle of inclination is approximately 42 degrees. Stem appears to be in varus alignment with cerclage wires present. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0001822565-2017-00245.

Event description:
Patient¿s right hip was revised 16 days post-implantation due to infection. The stem and cup were removed. Operative report states upon discharge to home, increased problems with pain and aching in right hip region occurred. A leaking fistula opened up and aspiration confirmed. Attempts to obtain additional information have been made; however, no more is available.